Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the power supply to the equipment was interrupted due to the failure of the power supply unit. The root cause is attributed to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The device is powering down, due to a faulty ac/dc (alternating current/direct current) power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii video system center was powering down. The subject device was constantly clicking and turning on and off during preparation for use. There was no report of patient harm associated with this event.